Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for radicular pain syndrome. Patient reported poor coupling with recharging. Troubleshooting done over the phone which did not resolve the issue. Poor coupling screen was noted. Patient stated that they could feel the ins, but it was sore. Patient noted that they saw hcp on (B)(6) 2017, who said maybe she hit that area, but patient stated she did not hit that area. Patient stated they had more difficulty communicating with the patient programmer. Patient could communicate while standing but not laying, like she used to be able to. Patient was redirected to follow up with their hcp. Patient was going to get a cat scan done for it. The exact date of the event was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she needed to have her neurostimulator (ins) replaced. The patient reported that she thought it was due to normal battery depletion because she never had any issues with the ins before. The patient reported that it would say that it was charging but it was not charging. The patient reported that the coupling boxes don¿t come on anymore. The patient reported that she saw her healthcare provider (hcp) and told him she was having the same issue where she couldn¿t get the ins to charge. The patient reported that the hcp said she most likely needed the ins replaced. No further complications were reported.